Event description:
It was reported that patient presented with multiple episodes of noise that resulted in inappropriate hv therapies. Upon further investigation, decreased pacing lead impedance and decreased r-wave were observed. During lead revision, insulation damage was noted. The lead was capped and replaced. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.